Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a stroke. In (B)(6) 2016, a 33 mm watchman ® laa closure device & delivery system was successfully implanted during a laa closure procedure. In (B)(6) 2016, at the patient's 45 day follow-up it was documented that there were two leaks less then 4 mm. The patient's anticoagulation was stopped and there were no additional problems. In (B)(6) 2017, the patient presented to the emergency room (ER) which slurred speech and right sided weakness and choking. A computed tomography (CT) scan was performed and showed no signs of a stroke. A magnetic resonance imaging (MRI)/ magnetic resonance angiogram (mra) was also performed which showed an acute/subacute left frontal cortex infarct. The patient was currently on plavix and aspirin. Seven days later a transesophageal echocardiogram (tee) was performed and a 4.3 mm jet was present around the closure device with no thrombus. The patient was put back on eliquis and was discharged.